Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the cup's provided product and lot combination since its release for distribution. Review of the device history records and/or a complaint database search was not possible for the liner as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the cup's provided product and lot combination since its release for distribution. Review of the device history records and/or a complaint database search was not possible for the liner as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address infection. Update: (B)(4) 2013 - litigation papers received. Part and lot information has been located for the acetabular cup. The MDR decision has been reversed and the cup and liner reported. Update has been electronically attached to the complaint document.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 12/8/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated a deep infection and all implants were removed and antiboitic loaded prosthesis were placed. The patient was reimplanted on (B)(6) 2013. During the reimplantation the surgeon cabeled a trochanteric fracture. At this time it is unknown how/when the fracture occurred as it was before the reimplantation. There is no new additional information that would affect the existing MDR decision.